Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator set screw was unable to be tightened. The device was successfully exchanged. There were no patient consequences.